Event description:
A malfunction code was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and after assistance, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunctions reappear.